Event description:
A nurse reported trouble connecting the vitrector during vitrectomy surgery. The surgeon completed the procedure manually with no pt impact.

Manufacturer narrative:
The company representative examined the system and verified the customer reported problem. The company representative replaced the pneumatic vit connector and performed preventive maintenance. The system was then tested and met product specifications. The root cause is not known. (B)(4).